Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("constant severe pelvic pain"), genital haemorrhage ("heavy abnormal bleeding"), urinary tract disorder ("urinary problems or changes"), appendix disorder ("gastrointestinal or digestive condition - type : appendix"), gallbladder disorder ("gastrointestinal or digestive condition - type : gallbladder") and bladder disorder ("bladder problems or changes") in an adult female patient who had essure (batch no. 64637-inv , a64637) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included appendix disorder, bladder disorder and body mass index normal. Concomitant products included zolpidem tartrate (ambien). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract disorder (seriousness criterion medically significant), appendix disorder (seriousness criterion medically significant), gallbladder disorder (seriousness criterion medically significant), bladder disorder (seriousness criterion medically significant), vulvovaginal pain ("constant severe vaginal pain"), back pain ("severe constant lower back pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), vaginal discharge ("vaginal discharge"), vaginal infection ("infection ¿ vaginal"), cystitis ("infection ¿ bladder"), urinary tract infection ("infection ¿ urinary tract"), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), thyroid disorder ("hormonal changes ¿ thyroid"), migraine ("migraines/headaches"), nausea ("nausea"), allergy to metals ("nickel allergy") and depression ("depression") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain") and headache ("headaches/migraines"). The patient was treated with surgery (bladder surgery, hysterectomy with bilateral salpingectomy, surgical removal of appendix and surgical removal of gallbladder). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, urinary tract disorder, appendix disorder, gallbladder disorder, bladder disorder, vulvovaginal pain, back pain, abdominal pain lower, abdominal pain, menorrhagia, vaginal haemorrhage, female sexual dysfunction, vaginal discharge, vaginal infection, cystitis, urinary tract infection, dysmenorrhoea, alopecia, dyspareunia, fatigue, thyroid disorder, migraine, nausea, allergy to metals, depression, weight increased and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, appendix disorder, back pain, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gallbladder disorder, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, thyroid disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: most, if not all symptoms, were decreased soon thereafter essure removal. Patient's current weight : 163lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: (B)(6) 2018 update: lot # reported (64637) is invalid. The most likely lot number is a64637 which is valid and is being used in this case. Lot number: a64637 manufacturing date: 2012/10 expiration date: 2015/10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-mar-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("constant severe pelvic pain"), genital haemorrhage ("heavy abnormal bleeding"), urinary tract disorder ("urinary problems or changes"), appendix disorder ("gastrointestinal or digestive condition: type : appendix"), gallbladder disorder ("gastrointestinal or digestive condition: type : gallbladder") and bladder disorder ("bladder problems or changes") in an adult female patient who had essure (batch no: 64637) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract disorder (seriousness criterion medically significant), appendix disorder (seriousness criterion medically significant), gallbladder disorder (seriousness criterion medically significant), bladder disorder (seriousness criterion medically significant), vulvovaginal pain ("constant severe vaginal pain"), back pain ("severe constant lower back pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), vaginal discharge ("vaginal discharge"), vaginal infection ("infection ¿ vaginal"), cystitis ("infection ¿ bladder"), urinary tract infection ("infection ¿ urinary tract"), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), thyroid disorder ("hormonal changes ¿ thyroid"), migraine ("migraines/headaches"), nausea ("nausea"), allergy to metals ("nickel allergy") and depression ("depression") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain") and headache ("headaches/migraines"). The patient was treated with surgery (bladder surgery, hysterectomy with bilateral salpingectomy , surgical removal of appendix and surgical removal of gallbladder). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, urinary tract disorder, appendix disorder, gallbladder disorder, bladder disorder, vulvovaginal pain, back pain, abdominal pain lower, abdominal pain, menorrhagia, vaginal haemorrhage, female sexual dysfunction, vaginal discharge, vaginal infection, cystitis, urinary tract infection, dysmenorrhoea, alopecia, dyspareunia, fatigue, thyroid disorder, migraine, nausea, allergy to metals, depression, weight increased and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, appendix disorder, back pain, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gallbladder disorder, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, thyroid disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: most, if not all symptoms, were decreased soon thereafter essure removal. Patient's current weight : 163lbs. Most recent follow-up information incorporated above includes: on 11-dec-2018: plaintiff fact sheet received. Added new reporters, patient's date of birth and height. Added essure lot number: (64637). Added events vaginal haemorrhage, female sexual dysfunction, urinary tract disorder, bladder disorder, dysmenorrhoea, dyspareunia, fatigue , alopecia, thyroid disorder, cystitis , vaginal infection, urinary tract infection, migraine, nausea, allergy to metals , vaginal discharge , weight increased, depression, back pain. Updated as reported term and added onset date for vulvovaginal pain, pelvic pain. On 26-dec-2018: plaintiff fact sheet received. Added events gallbladder disorder , appendix disorder, she did not undergo essure confirmation test and surgical treatment for urinary and bladder disorder. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding ") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (plaintiff was forced to undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, abdominal pain and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.